Event description:
It was reported by service report that the release bar is bent on the breakaway head section and the hand grips are torn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - head section release bar, hand grips.